Event description:
It was reported by the customer that a bd pyxis¿ es server was not showing multiple newly registered patients on multiple stations. The customer was unable to provide specific event details for the affected devices and patients. There was no report of malfunction of hardware and all stations were set to critical override. Additionally, when the customer initially created the case, he initially reported that there was no delay in dispensing medications to patients however, it was also indicated through customer follow up that, ¿you can assume there are patient delays.¿ there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A technical support specialist (tss) received this case after the customer had rebooted the servers. Tss checked site down query and the messages were draining. Checked logs but could not find reason for the issue. After rebooting, the issue had been resolved. The system was functioned as intended after the customer rebooted the device.